Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to perform displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The pump had scratched display window, cracked display window corner and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer stated that she has cancer and her blood glucose have been high. The customer's blood glucose reading was 286 mg/dl. The customer stated that she received a blank screen after putting in a new battery. The customer stated that her pump counted up to 7 and till go blank. The customer stated that she had to reprogram the pump. The customer also stated that she had blood glucose of 28 mg/dl due to surgery. The customer stated that no matter how much she treated, it will not go down. The customer will be sent a replacement pump.